Event description:
Medtronic received a report that the coil could not be pushed out of the distal end of the echelon. The echelon and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an intracranial aneurysm. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was normal. Additional information was received that the coil was a medtronic device. Additional information was received from the manufacturing representative(rep) stating that the coil did come out of the introducer sheath smoothly and there was no damage/kinks to the coil after the coil was removed.

Manufacturer narrative:
H3: product analysis #(B)(6) :equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5) 0.0160¿ mandrel drawing(s) referenced: dwgs145-5091-150 rev. At as found condition: the echelon-10 micro catheter and unknown coil were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 micro catheter hub. The unknown implant coil was returned already detached and stuck within the hub and proximal micro catheter. The implant coil was found damaged and stretched with the distal tip stuck within blood found within the micro catheter. The micro catheter body was found kinked at ~11.2cm from the proximal end. No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: the echelon-10 total length was measured to be ~152.6cm and the useable length was measured to be ~144.7cm, which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ±.1.5cm). An attempt was made to remove the implant coil from within the micro catheter; however, the implant broke and the distal end remained within the micro catheter stuck within the blood. The micro catheter was flushed, and water did not exit the distal end as it was found occluded with the blood. The inner diameter (ID) of the hub was measured to be 0.0170¿ and the distal ID was measured to be 0.0165¿. An in-house mandrel was inserted into the hub and became stuck at the coagulated blood location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck at catheter¿ was confirmed. The cause of the resistance during analysis was found to be the coagulated blood found within the proximal micro catheter body. It is possible that insufficient continuous flush was used during the procedure causing blood to backflow up the micro catheter. The micro catheter was also found kinked, potentially contributing towards the reported resistance. Possible causes for micro catheter kinking are patient vessel tortuosity, catheter entrapment, user advances/retrieves device against resistance or damage during removal from packaging. The returned unknown coil was found stretched/damaged. It is possible the damage occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. Ngod10 2023-10-06 e: initial reporter/physician information not reported by region. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.